Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-oct-31. The patient's weight was reported as (B)(6).

Manufacturer narrative:
The pump was returned and was found to be under-infusing at the maximum rate during dispense testing in the lab. Analysis was unable to determine the root cause of the issue. (B)(4) will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was replaced due to normal battery depletion and returned for analysis with no known issues. The device was used in the patient and was intended for treatment. It was indicated that the pump was prophylactically removed to avoid in-vivo battery depletion. No rotor or dye studies were performed. There was no patient death related to the event. It was indicated that no patient injury occurred, and the patient recovered without sequela. No complications were reported. It was noted that the pump was used to deliver gablofen [500 mcg/ml] at 153 mcg/day. The indications for use were intractable spasticity and cerebral palsy. It was reported that the pump wss intended to deliver gablofen [500 mcg/ml] at 153 mcg/day. The indications for use were intractable spasticity and cerebral palsy.